Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to increase the amplitude of his scs system's stimulation. A sjm representative met with the patient and troubleshooting revealed multiple lead contacts with high impedance. The representative programmed the patient's system and was able to give the patient stimulation where needed. However, follow up identified the issue reoccurred and the patient may undergo surgical intervention to address the issue.

Event description:
Follow up identified the patient's scs lead was replaced with a new one. Effective stimulation therapy was reportedly restored to patient's painful areas.